Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leak of the insulin pump. The customer¿s blood glucose value was unknown. Customer reported that the lip ring was broken and reservoir was able to lock in place. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The reservoir will not be returned for analysis.